Event description:
When giving vaccine, the plunger was all the way forward for the needle to retract back in the syringe. The syringe made a "click" sound, making me think that the needle was retracted back into the syringe. As I was pulling the syringe/needle out, the needle was still visible and some of the vaccine liquid that was left in the needle dripped out onto the patient¿s arm and chair. I stepped out to ask another nurse for their opinion and we both agreed that the patient got most of the vaccine.